Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer says bed gets stuck. MDR filed.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1525712-2013-02481 indicting the manufacturer as invacare (B)(4). The actual manufacturer is unknown, possible manufacturers are invacare (B)(4) or land america (in (B)(4)).